Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with circumferential calcification in the aortic arch near the left subclavian artery, the delivery catheter system (dcs) was met with resistance in this location, yet successfully crossed over the aortic arch. The valve was successfully implanted. The dcs was withdrawn from the patient and then blood pressure began to decline. A pericardial effusion was noted and a pericardiocentesis was performed. The patient was transferred to a surgical suite to address a dissection at the aortic arch near the calcification. However, the patient did not recover and death was pronounced.